Manufacturer narrative:
The lot number was reported and a lot history review will be performed. One device was returned for the reported malfunction. The investigation identified self activation or keying. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model 121610 biopsy instrument allegedly experienced failure to prime. This information was received from one source. This malfunction did not involve a patient as there was no patient contact. Age, weight, and gender were not provided for the patient.